Event description:
Complaint of bilateral hypomastia, arthritis pain in back, left breast pain, capsular contracture, muscle fatigue, fatigue, arm weakness, pain and hardness in breasts, emotional stress, joint swelling, pain, stiffness in fingers, head and neck numbness on one side, general aching and stiffness, raynaud's, crooked placement of implants and depression.